Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient contacted support reporting a blood glucose level of 350 following a supply change. The patient observed that the connector was leaking insulin and subsequently changed all supplies. Blood glucose levels were trending down during the call. The lot number for the connector was documented. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.